Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient receiving medication infusion via carefusion pump. After around 1 hour and 20 minutes the entire infusion was completed unexpectedly. This medication should have infused over at least 15 hours. No identified harm to the patient.".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.